Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue occurred during the load process, but the caller successfully loaded a new cartridge and resumed insulin delivery without further problems.